Event description:
On (B) (6) /2010, patient reported experiencing occlusions and elevated blood glucose since receiving the infusion device a month and a half ago. Patient reported a blood glucose reading of 126 mg/dl and 5 hours later her blood glucose was 314 mg/dl. Patient stated she attempted to deliver a correction bolus, but the e4 (occlusion) error occurred. Patient feels that infusion device is not functioning properly and declined to troubleshoot. Patient reported she changed her infusion site and tubing earlier today. She stated she has tried infusion sets from different boxes but the occlusions and elevated blood glucose continued. Patient reported she changes her infusion sites everyday. On call back on (B) (6) 2010, patient reported she had experienced only one occlusion since switching to the replacement infusion device. She stated this occlusion was different than what had occurred previously because this time the insulin would not prime through the needle when she removed it from her skin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested returned of the suspect product for evaluation.